Event description:
During a vitrectomy procedure, the polyamide sleeve broke off from the trocar. The incision was enlarged in an attempt to retrieve the sleeve; however, it had fallen into the vitreous and could not be removed. The decision was made to leave the sleeve in the eye. The patient is not experiencing any problems.